Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that during an arthroscopy the motor drive unit was not working, the shaver box read ¿handpiece sensor fault¿. No significant delay was reported and the procedure was finished with a smith and nephew back up device. No other complication were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H3, h6: the reported device, used in treatment, was received for evaluation. There was no relationship found between the returned device and the reported incident. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. A visual inspection was performed and found no issues. A functional evaluation revealed a blade stall error. An assessment of the customer provided image revealed a handpiece sensor fault on the screen of a dyonics power ii control system. The complaint was confirmed but the root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. Factors that could have contributed to the reported event include a failure of the reed switch or damage on the hall board which may contribute to a short circuit. No containment or corrective actions are recommended at this time.